Event description:
The patient's husband called for assistance with an infusion set change. During the call, the patient began vomiting, and was very dizzy. Found that her blood glucose was very high, and he would be taking her to the hospital as he declined for the paramedics to be called. The husband later called to report that the patient was hospitalized due to diabetic ketoacidosis, with a blood glucose of 455 mg/dl. Troubleshooting revealed that the patient was using an incorrect battery for the device, which did not allow them to rewind. The husband changed the battery during the call, and the device rewound correctly. The husband was able to complete the infusion set change successfully. He stated that the patient was sick, and was not paying attention to the battery when inserting it. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.